Event description:
Siderails will not stay up.

Manufacturer narrative:
According to a hill-rom technician, siderail mechanism was loose so he tightened up siderail assembly. Siderail works as specified after the repair.